Event description:
A patient reports undergoing cataract surgery with implantation of the crystalens. Postoperatively, the patient complained of blurry vision. Additional information was provided by the implanting physician, who reported that the patient's postoperative bcva is 20/40 - 20/50, however, preoperative bcva was not provided. Preoperatively, the patient was taking flomax and during cataract surgery, there was a need to use iris retractors to maintain pupil dilation. Postoperatively, the patient was referred to a retinal specialist, however, the angiography findings were negative. The patient was prescribed nevanec and econopred as a precaution for possible mild macular edema. The cornea and lens appear clear. The plan is to fit the patient for a hard contact lens which would improve bcva if the event is due to corneal irregularities.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings.